Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device issued a high impedance error message during patient use. On (B)(6) 2018 at approximately 11:00 am in the intensive care unit, the neonatal patient involved was assessed to need shock treatment with the use of this device. The clinicians were using the internal paddles when a ¿high impedance¿ message with issued. When the clinicians saw the error message they used another defibrillator to treat the patient and were able to deliver the shock. Additional information has been requested.

Event description:
It was reported to philips that the device issued a high impedance error message during patient use. On (B)(6) 2018 at approximately 11:00 am in the intensive care unit, the neonatal patient involved was assessed to need shock treatment with the use of this device. The clinicians were using the internal paddles when a ¿high impedance¿ message was issued. When the clinicians saw the error message they used another defibrillator to treat the patient and were able to deliver the shock. There was no adverse event however this is being reported as a serious injury due to the clinical action taken to retrieve another defibrillator.